Manufacturer narrative:
Article citation: ¿lessons from the first case of breast implant-associated anaplastic large cell lymphoma in wales¿ v. Dale, m. Dillon and t. Bragg, british journal of surgery, vol 107, issue s3, 24 june 2020, p. 57. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. [(B)(4)].

Event description:
Journal article, ¿lessons from the first case of breast implant-associated anaplastic large cell lymphoma in wales,¿ reported that 11 years following implant, patient experienced 'systemic and breast symptoms including purulent discharge from {patient's} scar.' An ultrasound identified a 'small collection of fluid around the implant'. After several courses of antibiotics, the device was explanted. This represents the right side. The manufacturer of the device is unknown. Patient has a history of right side mastectomy and reconstructive surgery with placement of implant.